Manufacturer narrative:
Device had cracked battery tube threads, cracked reservoir tube lip. The reservoir tube lip was tested with the test reservoir locked in place properly and no anomaly noted. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a damaged retainer ring. The customer stated that the reservoir does not lock into place. The customer also states damage on the opening of the battery compartment caused by wear and tear. The customer's blood glucose is 127 mg/dl. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis. Frn-unk-rsvr. Unomed set.